Manufacturer narrative:
See manufacturer¿s report: 3004209178-2026-06277 for concomitant ins information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urgency. It was reported that the caller was in a case to implant a device. The caller indicated that the setscrew did not torque down on the lead. The caller indicated that prior to calling they had replaced the ins and used three different wrenches and they were unable to get the setscrew to hold the lead in the header block. They were seeing the blue tip of the lead at the end of the ins header block. During the call technical services (tss) asked the caller to go back to the original ins and try to torque the screw down on the lead. The caller indicated that the lead was held in place when they torqued the screw down. The physician initially said that the wrench was clicking when rotating the wrench counterclockwise and later said that it was not clicking when rotated counterclockwise. It was unclear to tss what they were doing with the wrench that caused it to click or not click. The troubleshooting steps that were taken on the call resolved the issue. The caller measured impedances and indicated that all values were normal and the lead was retained with the setscrew.